Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that one of the device's batteries had sustained visible damage and was not fully locking into the device's battery well. Physio replaced the battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was a patient involved in the reported event; however, there were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.